Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. The customer reverted to manual injections for insulin therapy.